Manufacturer narrative:
Product analysis: no product returned. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received or the product is returned, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve the patient had a mild stroke. The health care professional (hcp) reported that it could be due to cardiogenic or hypotensive ischemia. No treatment was prescribed, no other adverse patient effects were reported.